Manufacturer narrative:
Product complaint: (B)(4). Investigation summary : examination of the returned packaged product confirms the reported observation. Damage in shipment and/or inadvertent user handling post distribution is suspected. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon requested the 3 standard summit cemented stem. When nurse was opening the box, the plastic encasement that holds the implant was cracked.